Event description:
#Medwatcher #(B)(4). Excessive weight gain (B)(6) lbs in less than a year. Feet, leg, hip and back pain. Heavy periods and painful periods going through supers in an hour. Anxiety attacks and dizziness while on my period to the point I can't get out of bed. Painful sharp pains in my lower abdomen. Swelling of my feet legs and hands. Blurry vision at times. Painful intercourse. Headaches. Numbness in arms, legs and feet quickly. High blood pressure. Became diabetic. Very weak. Fatigue. Swollen/bloated belly.